Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels. The mother states that they have been treating high levels with manual injection. The customer's levels are reported to have gone up to 450mg/dl. The customer's most current level was 114mg/dl. Troubleshoot was conducted, and the device was found to be operating as designed. The customer was advised to contact their healthcare provider regarding unexplained high levels.